Event description:
Revision surgery - due to heterotopic bone removal.

Manufacturer narrative:
The reason for this revision surgery was to address instability the patient developed after 8.25 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this product: three due to infection, two due to dislocation, and one for instability/poor joint issues. This is the first complaint for this lot number. The root cause for the instability was most likely due to the patient undergoing a heterotopic bone removal. There is no information reported that showed a material, design, or manufacturing problem with the product. There is no indication of a product or process issue affecting implant safety or effectiveness.